Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient¿s sister on (B)(6) 2014. The reporter does not recall when the alleged issue began. The patient manages her diabetes with oral medication (metformin, 100 mg; amaril 8 mg) and insulin (novalin 70/30- 22 units and 18 units; novalin n 24 units at bedtime; and regular- self-adjuster). The reporter confirmed that the patient did not take any action in regards to her normal diabetes management as a result of the alleged issue. The reporter also confirmed that the patient did not develop any symptoms or receive any medical treatment due to the alleged issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 (09/18/2014)-device evaluation:the meter involved with this complaint has been returned on 9/5/2014 and evaluated by product analysis (pa) on 9/12/2014 with the following findings: the meter passed testing with no faults found. No error message was observed. The meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2014). The patient¿s test strips have been returned on 9/5/2014 and evaluated by lifescan product analysis on 10/17/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.